Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Device interrogation revealed, the right atrial lead exhibited far r wave oversensing resulting in multiple inappropriate auto mode switch episodes. No intervention was reported at this time.